Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. Upon evaluation, the response buttons were intermittent. The cause of the inability to activate the device is the intermittent switches. The root cause of the intermittent switches cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device.